Manufacturer narrative:
UDI: (B)(4). A supplemental report will be submitted upon completion of plants investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services and stated he observed fluid leaking from inside the cassette door during treatment; fill 1 of 7. The patient had then canceled the treatment. During follow-up with the patient he stated he returned the leaking cassette with the liberty cycler. The patient was able to confirm his effluent remained clear following the reported event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The entire lot has been sold and distributed. Batch record for the lot identified was reviewed and confirmed were no non-conformances and/or any associated rework during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were found with acceptable results.

Event description:
A peritoneal dialysis (pd) patient called technical services and stated he observed fluid leaking from inside the cassette door during treatment; fill 1 of 7. The patient had then canceled the treatment. During follow-up with the patient he stated he returned the leaking cassette with the liberty cycler. The patient was able to confirm his effluent remained clear following the reported event.